Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Despite attempts with different cables and adapters, the issue persisted, and cts decided to replace the pump. Caller was advised on the steps to take upon receiving the new pump and to return the faulty pump to tandem using a pre-paid ups label. Caller did not have backup insulin therapy and planned to consult their healthcare provider.